Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was visited to emergency room due to hyperglycemia, headache and blurry eyesight, on (B)(6) 2020 with 800 mg/dl blood glucose level at time of incident. Customer was treated with insulin fluids in hospital. Customer reported that they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that the customer was used auto mode feature or not. The insulin pump will not be returned for analysis.